Event description:
Reportedly, the pump delivered faster than it was programmed. On 4/05, the device started infusion heparin 25000u/hr (20cc/hr). The next day, ptt elevated, so turned the pump off for an hour an resumed at 800u/hr (16cc/hr). In four days, ptt grossly elevated (<300), hgb 5.9, hct 17, frank bleeding per ng tube so stopped the infusion, gave blood, redrew ptt at 8am and down to 60.